Manufacturer narrative:
Device evaluation: returned samples were fully evaluated but no failure was detected. The reported issue could not be duplicated, so no root cause was could be determined.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
The customer reported: there are five circuits being returned in this lot, that are not functioning appropriately. The circuits, after being on a patient for a while (30 to 60 minutes) will start auto-triggering breaths.